Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of oversensing noise was confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks which is consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.